Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. The initial result was 109, repeated 136. The result was not released out of the lab. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided was reviewed and support the complaint issue. Return testing was not completed as returns were not available. Device history record review was performed, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Review of product labeling revealed adequate labeling for the handling of reagents, interpretation of assay results, and troubleshooting this complaint issue. File sample analysis was not performed as the sample was repeated and acceptable result was produced. In addition, the quality controls were good at the time of incident. This indicates the assay is performing as expected. Based on all reviewed data, a product deficiency was not identified.